Event description:
In (B)(6) 2014, I got allergan natrelle style 15 cohesive gel implants; 6 weeks post op I developed capsular contracture. One year later I had that breast revised and a new implant was put in. I always had pain in my left breast. Three years in I noticed pain in my right breast. I regularly had pain and burning in my right breast for about two years along with brain fog, fatigue, joint pain, blurry vision, numbness in finger and toes, muscles pain and issues, candida issues, joint swelling, headaches, trouble breathing, and chest pains. There was no suspicion of rupture. The cost to get an MRI was too much so I decided to explant. Upon explant my right one was ruptured. Like almost liquified. I'm afraid that I got a defective implant. Since explant most of my symptoms have subsided; surgical removal. FDA safety report ID# (B)(4).